Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the she had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer has been experiencing low blood glucose since 2010. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. Customer was advised to monitor the insulin pump and call back if issues persist.